Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the amia automated pd cycler set was difficult to disconnect from the transfer set. This occurred during use of the device for peritoneal dialysis (pd) therapy, when the patient was disconnecting from therapy. As a result, the patient clamped and cut the line to disconnect from the amia device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the amia automated pd cycler set was difficult to disconnect from the transfer set. This occurred during use of the device for peritoneal dialysis (pd) therapy, when the patient was disconnecting from therapy. As a result, the patient clamped and cut the line to disconnect from the amia device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including leak, clear passage, and clamp function testing and no issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.